Manufacturer narrative:
The log files showed that several related blower failure alarms were active on the device. During the failure, the blower temperature was above 112.2 deg celsius. Blower test and inspection was requested to perform. The customer was requested to replace the blower to resolve the issue. Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 neo experienced an alarm 316 - blower failure. There was no patient involved with this reported event.